Manufacturer narrative:
Product analysis: the analyzer was returned as an associated device and subsequently tested out of electrical specification. The analyzer failed incoming functional tests. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer, originally returned as an associated device, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.